Event description:
The customer stated the audible tones were no longer functioning. Troubleshooting was performed and no tones were heard during the tone test.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.